Manufacturer narrative:
The investigation determined the event was caused by an issue with the standardization of pth stat reagent lot 432043. This led to an under-recovery of patient samples and external controls at the very low end of the measuring range of the pth stat assay. Only the applications on the cobas 6000 e 601 module and cobas 8000 e 602 module are affected. Medwatch fields d1. And d4. Have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth stat immunoassay on cobas 8000 e 602 module serial number (B)(4), and the elecsys pth immunoassay on e 602 module serial number (B)(4). The values from the sample were reported outside of the laboratory. This medwatch will apply to the elecsys pth immunoassay. Patient identifier (B)(6) for information related to the elecsys pth stat immunoassay. When tested with the elecsys pth stat immunoassay on e 602 module serial number 1954(B)(4), the result was 18.28 pg/ml. When tested with the elecsys pth immunoassay on e 602 module serial number (B)(4), the result was 24.83 pg/ml. The reporter did not know which value was correct.